Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) experienced helium depletion in less than 8 hours. No patient was involved, and no harm was reported. A getinge field service engineer (fse) inspected the unit and found no error codes or system faults. Troubleshooting was performed in accordance with the service manual, including preliminary checks and diagnostic testing. The fse replaced the o-ring buna-n (d354-00-0208). Following replacement, a full helium tank was installed, and a 20 psi helium leak test was performed five times. All test results were within specification. The unit passed all functional, performance, and safety tests in accordance with factory specifications and was cleared for use.

Manufacturer narrative:
Event site name: (B)(6).